Manufacturer narrative:
(B)(4). Carefusion technical support inquired whether the unit had been checked with a calibrated analyzer, and biomed indicated that it had. Biomed stated that he will get purchase order and call back. As of (B)(6) 2015 biomed has not called back for further assistance with this issue.

Event description:
Biomed at a user facility called requesting a field service call, indicating that one of their units has low vte volumes (ex. Vte reads 230ml, when set at 500mls). This issue was found during peruse checks. No patient involvement.